Event description:
At 11:28am, the patient was tested with inform system 1 and result was 310 mg/dl. The patient was feeling hypoglycemic symptoms. The patient was then tested on inform system 2, result was 59 mg/dl at 11:33am. The patient was given d-50, undetermined amount. The same lot of strips was used in both meters. The strips are not available for return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is inform system 1, medwatch with identifier (B)(6) is inform system 2. Strips not available for return.